Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and emergency medical services were dispatched by the 24 hour help line technician to the customer due to a possible low blood glucose event. The customer's blood glucose levels were unknown at the time of the incident. The customer used food to treat. The customer did not mention any symptoms but they could not remember the details of the incident. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.